Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device never really worked that well and they tried everything. They finally gave up and turned it off, which their hcp told them would be fine. They wanted to know if it would be ok to keep the device implanted, patient services reviewed information and redirected the patient to their hcp. The patient mentioned that they had been having issues with their sciatic nerve in their back. No further device issue alleged / identified. No further patient symptoms or complications were reported.